Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, trocar got stuck in the vertebral body, possibly due to heavy malleting and denser than normal bone. Upon attempting to pull out trocar, the purple hub on superficial end ripped off from the trocar placed in the pedicle and vertebral body. At times, physician was pulling so hard on the needle that the patient was being lifted off of the table. Once the purple hub ripped off, the surgeon had to use vice grips and a mallet to remove the needle from patient to prevent an open spine surgery to remove. The doctor was sure that the bond between the hub and cannula became loose due to heavy malleting. The patient had hematoma at access site, possibly due to excessive pulling force on the trocar and pedicle.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the cannula was returned undamaged. There was cement inside the cannula shaft. It was unable to determine root cause of non-conformance. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: osteoporotic vertebral compression fractures procedure involved: vertebroplasty at t5, t6, t7 and l2. Issue occurred when operating between t5 and t6.